Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose and hospitalization. Customer's blood glucose level was over 900 mg/dl. Troubleshooting for high blood glucose was performed. Customer advised their cat chewed through their reservoir cord and they were not receiving insulin. Customer had an infection and when the cat destroyed their tubing they experienced diabetic ketoacidosis. Customer advised when they would attempt to bolus they would smell insulin but did not know where it was coming from. Customer advised they slept for 2 days and only woke up to give themselves insulin not knowing that they were not receiving insulin properly.